Event description:
Edwards received the information that a patient with a 3300tfxj aortic valve underwent a valve-in-valve procedure due to aortic stenosis after an unknown implant duration. The tavr procedure was performed with a non-edwards device. The procedure was complicated by bleeding due to an aortic arch tear caused while advancing the transcatheter valve. The transcatheter valve was removed, and the procedure was changed to open-heart surgery. The torn site was repaired, the 3300tfxj aortic valve was explanted and replaced with a 21mm non-edwards pericardial aortic valve; however, the bleeding did not stop, and the patient expired. The device was not returned for evaluation as it was discarded at the hospital. There was no allegation of device malfunction. The surgeon commented that the valve did not fail prematurely.

Manufacturer narrative:
Updated: b4, b5, g4, h6.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation as it remains implanted in the patient. Although edwards was unable to perform device analysis, this event was most likely due to a progression of the patient¿s underlying valvular disease pathology. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received the information that this patient with a 3300tfxj aortic valve expired after a valve-in-valve procedure due to bleeding from the aorta tear. The reason for valve-in-valve procedure was aortic stenosis. A tavr procedure was performed with a non-edwards device. Before implant, when the transcatheter valve was advanced to the arch aorta, the aorta near the arch got torn. The transcatheter valve was removed and procedure was changed to open heart surgery. The torn site was repaired and since the heart was reopened, edwards 3300tfxj aortic valve was explanted and replaced with a 21mm non-edwards pericardial aortic valve, however, the bleeding did not stop. The device was not returned for evaluation as it was discarded at the hospital. There was no allegation of device malfunction. Duration that the device has been implanted is unknown, however, the surgeon commented that the valve did not fail prematurely.